Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed.

Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report that while in use on a patient, an air leak occurred. The site reported that the cuff pressure was checked every 3 hours, and the pressure was 20cm h20 although the setting was 30cm h20. Also, water was found in the inflation tube. No leak alarm was activated from ventilator. There was no patient harm reported. The product is expected to be returned.